Event description:
Complainant alleged that while attempting to pace a patient (age & gender unk), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the data file shows that the pacer values are not displayed due to the lead ii view not being established during the time that the device was in pacer mode. The pacing snap shot in the file does show that the device was pacing. It also shows that the device was in a multi lead fault state for the majority of the case. Patient capture cannot be determined via the data files however, the report may be due to the inconsistent displayed view of the ECG signal due to the lead fault state and is not an indication of a pacing malfunction. No trend is associated with reports of this type.